Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : the complaint states: ¿it was reported that on (B)(6) 2021, the patient underwent the surgery for knee with the cement in question. During the surgery, when the surgeon opened the package of the cement and touch it to use the ample of the cement, the ample broke. He tried to use the other ample in the same package, but the second ample broke. He used other products and the surgery was completed successfully within 30minutes delay. No further information is available.¿ device history lot : device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 may 2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery for knee with the cement in question. During the surgery, when the surgeon opened the package of the cement and touch it to use the ample of the cement, the ample broke. He tried to use the other ample in the same package, but the second ample broke. He used other products and the surgery was completed successfully within 30minutes delay. No further information is available.